Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to his skin. The infusion sets were falling off from his body. The caller alleged the infusion sets he had from a particular box were defective. The patient experienced elevated blood glucose results. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.